Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: there was visible corrosion inside the battery compartment. The pump failed a leak test due to a battery compartment crack. There was evidence of moisture on the support bracket and battery canister. There were multiple pump reboot events recorded in the black box history, however the complaint was not duplicated during the investigation. Unrelated to the initial allegation, the display screen was dim and discolored.